Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one protector p50 has been found experiencing leakage during use. The following has been provided by the initial reporter: the technician observed some bubbles of drug when preparing abraxane in the bsc with phaseal. The technician destroyed the sample immediately. The technician is a well trained professional and uses phaseal daily. They didn´t change any protocol of use of phaseal. Abraxane vial is the same they use for long time ago.

Manufacturer narrative:
H.6. Investigation: one photo displaying bubbles of the drug around the neck of the vial was provided for our investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1903119. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to the vials, ensuring they fit properly. Samples were tested functionally, connecting to an injector and syringe without issues and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane, all results were reviewed and no issues were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It has been reported that one protector p50 has been found experiencing leakage during use. The following has been provided by the initial reporter: the technician observed some bubbles of drug when preparing abraxane in the bsc with phaseal. The technician destroyed the sample immediately. The technician is a well trained professional and uses phaseal daily. They didn´t change any protocol of use of phaseal. Abraxane vial is the same they use for long time ago.